Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check with tandem technical support was completed and the customer changed pump supplies. However, occlusions continued and clinical troubleshooting exhausted, a replacement pump was sent to resolve the issue.